Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump stopped various times during rewind. Blood glucose was unknown. Customer also reported that insulin pump received no delivery alarm and customer was using brand new batteries but same issue was persist. The insulin pump will not be returned for analysis.